Event description:
The customer reported that the unit would not power on. Customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the power supply for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. Fi technician installed the power supply into the fi test ventilator and performed operational tests. The ventilator shut down when ac was applied. The power supply was attached to the 100vdc power supply and revealed that the was dropping below the threshold voltage, approximately 8.5 volts, required to initialize u8. The c56 capacitor signal was dropping to 7.52v. Conclusion: the determination could be made that the device failed to meet specifications. Root cause: the root cause for the reported issue is due to the failure of c56 prevented the power supply from operating on ac power.